Event description:
It was reported by the clinician, the md was inserting the cannon catheter and as soon as the smart seal was inserted, blood began to leak out of the sheath. The physician pinched the sheath and placed the catheter. The catheter was placed successfully without event.

Manufacturer narrative:
Sample will not be returned for evaluation.